Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode. Additional information was requested, but was not available. No additional adverse patient effects were reported. The device remains in service.